Event description:
It was reported an x-ray performed for a spinal procedure indicated a filter leg had fractured. No retrieval was attempted. The pt's condition is good and to date no further action has been taken. The filter remains implanted, therefore, no failure analysis will be available. Attempts to gain further info with regards to circumstances about this event were unsuccessful. Therefore, co cannot determine the cause for this event.